Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Root cause: the probable cause of the reported issue was that the 8100 failed the door ajar safety clamp sensor test, which was not identified during the customer call. Tech support recommended replacing the ail assembly or the issue could be a logic board or returning the module to the factory for repair. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the 8100 fails door ajar safety clamp sensors test. There was no patient involvement.